Manufacturer narrative:
Evaluation confirmed that one jaw has broken completely off the distal end of the instrument. The instrument has a date code of ox(02/12); it has been in use for approximately 5 years and 2 months. A possible cause for breakage is stress overload/wear of use.

Event description:
Allegedly, during an endo cholecystectomy procedure the doctor noted that a jaw broke off the distal end of the instrument and fell into the patient's bladder. The broken piece was retrieved, the instrument replaced and the procedure was completed with no delay. The hospital reported there was no injury to the patient.